Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for fluid around their heart and lungs coincident with therapy for peritoneal dialysis. Therapy was ongoing. Cardiac stents placed on an unreported date during hospitalization. No other treatment information reported. At the time of this report, the patient had not yet recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A review of the device and service history records was performed and revealed no failures or malfunctions that could have cause or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.